Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems. This issue pertains to the thoracic system. The patient experienced ineffective stimulation. Upon investigation, it was determined the patient had not used/charged the ipg for approximately ten months. An sjm representative confirmed loss of communication between the ipg and multiple external devices. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Patient's initials have been updated to reflect a change in the patient's last name. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient's ipg was explanted and replaced. Effective stimulation was restored post-operative.